Event description:
Additional information received reported that the patient got depressed from the anti-depressants.

Event description:
Additional information received reported that the healthcare provider noted that the "patient's comments are not related to the pump", regarding the previously reported event. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient was given medications for fibromyalgia and neuropathy. The patient stated that anti-depressants were in those drugs and reported that she "almost committed suicide". The device system was used to deliver fentanyl and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8731sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter, (B)(4),